Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker system exhibited an out-of-range pace impedance measurement. The impedance measurements had been low (approximately 250-260 ohms) and stable for the past year. Additionally, it was noted that the system exhibited noise, which could be recreated with isometrics. At the time of report, the field representative indicated the physician's plan was to continue to monitor the patient. This device remains in service. No adverse patient effects were reported.